Event description:
Medtronic received a report that the pipeline vantage failed to open proximally. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the left cavernous ica. The max diameter was 12mm ,and the neck diameter was 4mm. The patient's vessel tortuosity was moderate. The landing zone was 3.6mm distal and 4.2mm proximal. It was reported that the doctor opted to use the 20mm length pipeline vantage because the 18mm was not available. However, this was too long and meant that the stent now had to take another bend into the ascending segment. The pipeline was difficult to open on this bend and when finally unsheathed it did not detach from the pusher wire. The pusher was loaded several times to encourage detachment but without success. The doctor then attempted to resheath with the microcatheter. Resheathing wasn¿t possible, but the microcatheter did finally push the stent off the wire. The stent construct was tidied up with the use of a stryker transform balloon, and the final result was said to be good with full wall apposition achieved. The pipeline had been located in a bend and more than 50% had been deployed when it failed to open. The pipeline had been resheathed 2 or less times. The patient did not experience any injury or complications. Angiographic results post procedure were said to be good. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a phenom 27 microcatheter and coils.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was no damage to the pipeline pushwire or catheter observed. The problem was assumed to be associated with trying to get the proximal segment of the vantage to open on the bed. It needed to be "pushed out," which was contrary to the recommendation of relaxing the system and unsheathing the proximal end of the stent. Ideally a shorter stent would have avoided the need to take the last bend. An 18mm vantage would have been used in available.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.